Event description:
Consumer reported complaint for error message (e-5). Wife is calling on behalf of the customer. The customer feels well and did not report any symptoms. Customer has only been using the meter for 3 days and performed 3 tests and got the e-5 error. Wife stated that because of the e-5 error she took customer to the ER today. Customer's blood glucose test result at the ER was 160 mg/dl. Customer did not receive any treatment at the ER. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the family room. The test strip lot manufacturer¿s expiration date is 12/28/2024 and open vial date is 3 days ago.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Meter was returned-reported defect not reproduced on returned meter. Product evaluation has been completed. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer made several attempts to contact customer to ensure the replacement product resolved the customer¿s initial concern- unable to establish contact with customer.